Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a mildly tortuous and calcified lesion, with 90% stenosis, located in the proximal left anterior descending artery. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device failed to cross the target lesion. An attempt was made to remove the device and the stent dislodged in the right radial side of the wrist. A snare was used to successfully retrieve the stent and the procedure was completed using a resolute coronary drug eluting stent 225mm x 12mm. Patient status post-procedure is alive with no injury.